Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 525 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer current blood glucose reading was 461 mg/dl. Customer also had issue with sensor. Customer insulin pump will be returning for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's weight information has been changed to (B)(6).